Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report?

Event description:
It was reported by the patient that they underwent incisional hernia repair and mesh was implanted. Approximately 1 year after the procedure, the patient began feeling pain then the hernia began to re-appear and is getting larger. The patient underwent a scan in (B)(6) or (B)(6) 2017 and scan confirmed that the mesh has torn away. The patient does not have pain at this time. The patient will have an additional procedure to repair the hernia. Additional information has been requested.